Event description:
The customer contacted physio- control to report that their device could not complete the self test, logged an event code and would not delivery defibrillation energy. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device logged an event code during the self test. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio control was informed that the initial reported issue was not properly communicated. The device had actually never failed to delivery defibrillation energy. The reported issue was in fact that the device would not pass its self test and had logged an event code into its memory. A physio control field service representative evaluated the customer's device. The reported issue was isolated to the therapy pcb assembly. After replacing the pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced therapy pcb assembly was requested for return to physio control for further evaluation at our parts analysis center. Section b5 of the initial medwatch report indicates: the customer contacted physio-control to report that their device could not complete the self test, logged an event code and would not delivery defibrillation energy. There was no patient use associated with the reported event. Section b5 of the initial medwatch report should indicate: the customer contacted stryker to report that their device logged an event code during the self test. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Corrected information: section b5, executive summary of the follow-up medwatch report indicates: the customer contacted stryker to report that their device logged an event code during the self test. There was no reports of patient use associated with the reported event. Section b5, executive summary of the follow-up medwatch report should indicate: the customer contacted stryker to report that their device logged an event code into its memory, which is associated with a failure of the device to provide defibrillation energy. There was no reports of patient use associated with the reported event. Additional information: the physio-control product analysis center (pac) evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to an electrically shorted diode designator d12.

Event description:
The customer contacted stryker to report that their device logged an event code into its memory, which is associated with a failure of the device to provide defibrillation energy. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio- control to report that their device could not complete the self test, logged an event code and would not delivery defibrillation energy. There was no patient use associated with the reported event.